Manufacturer narrative:
The mp5sc which was currently on a patient was tested by the philips cms/ul clinical specialist 4 and it was established to be working properly. It was determined by the philips pse from logs provided by the customer that the device did alarm several times during the time in question. The printout shows a ¿low spo2¿ alarm at 9:39:52 followed by a ¿no pulse¿ inop with tone. The device is in clinical and patient use at the customer site. It was established by the philips cms/ul clinical specialist 4 during a onsite customer visit that the device was working properly. It was determined by the philips pse from logs provided by the customer that the device did alarm several times during the time in question. The printout shows a ¿low spo2¿ alarm at 9:39:52 followed by a ¿no pulse¿ inop with tone.

Event description:
The customer reported that the patient arrested and expired without spo2 alarms. The patient died in time frame from 9:39am to 10:30am on (B)(6) 2014. Staff entered room at 10:34 am found the patient dead. The patient was being monitored using spo2. Patient was female, (B)(6) years of age, post op open cholecystectomy with duodenal polyp removal. Normal health was reported, there was no special or unusual condition prior to surgery. The customer is not alleging that the device contributed to the death of the patient. No further information is available.